Event description:
As reported high impedance and non capture were exhibited when the lead extenders were attached. The lead was capped and the adapters were explanted were retained at the hospital and will not be returned. This is a similar events MDR 2183787-2019-00047 and MDR 2183787-2019-00048.